Manufacturer narrative:
The evaluation showed, that the axle bolt in the upper back part is loose. A bushing is missing. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer there is looseness in the joint and 2 screws came out. The patient did not fall.